Manufacturer narrative:
Continuation of d10: product ID 97745bp, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745bp battery pack (s/n (B)(6) revealed that there was a broken battery case and was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their battery was not working and wouldn't turn on to charge the device on their back. Pt said they were charging , then looked down at the controller and saw a blank screen. Pt said they had worked with their manufacturer representative (rep) over the phone who had the pt remove/reinsert the battery pack, and pt said they even pushed the white button on top of the controller. On the call, the patient removed the battery pack from the controller and connected the controller to the ac power supply (pt confirmed ac power light was on) without the battery pack inserted; pt confirmed that the controller powered on. Then the pt reinserted the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed that the controller green light was not blinking. P t checked the battery connector pins within the controller and reported they all looked fine. Pt said the pins in the controller port all looked fine. Pt reported the connectors on the battery pack looked fine. The issue was not resolved. A replacement battery pack was sent out. No symptoms were reported.